Event description:
Boston scientific received information that during implant procedure prior to wound closure, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range, pacing impedance measurements. The rv lead was not implanted and was never in service. This crt-d remains in service. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.